Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. No goods have been received for further investigation. No device log files has been received. Experience from historical investigations are that the delta pressure transducer on a printed circuit board inside the gas module will be affected by the moisture in the air. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor. According to the user´s manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check due to water contamination in the gas module. There was no patient involvement. Manufacturer ref.#: (B)(4).